Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kyug, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was not being able to adjust stimulation. The patient programmer display showed a ¿call your doctor¿ icon and had a power on reset (por) condition. The patient was currently in the recovery room after having a revision on their pocket and when they went to turn their implantable neurostimulator (ins) on, they saw the por on the screen. The patient¿s nurse asked if it was possible to have someone come to the hospital. No intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer¿s report # 3004209178-2014-22222 for the patient¿s pocket revision.